Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Slow filling (not due to fill tube) and circulation pump working at over 55 percent in bypass mode. The circulation pump has been replaced. Heater and coin cell were replaced as pm. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were unable to resolve low flow alerts in an arctic sun device. Per follow up information received via mail on 16 mar 2026, they have the machine. No concerns regarding a patient were reported by the customer.